Manufacturer narrative:
There is no established expiration for this device. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary: investigation was conducted by remotely logging into the system at the mentioned account. Initial investigation suggested that the partial study information had been saved in the pacs system; however, the images and thumbnails were missing. It appears that an archiver functionality failure of officepacs system occurred, contributing to the loss of the study. The account was contacted and notified that the study most likely was corrupted and is potentially no longer available. It is unknown at this point if the patient was reimaged because the data was lost. Further investigation is ongoing. This is not a single-use device.

Event description:
The initial reporter called and reported that they are missing a study. Per the initial reporter, the study header shows, but the images and thumbnails are gone.